Event description:
It was reported that during an examination, fluoroscopy stopped working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that they lost fluorovision during the examination, with some message which was not confirmed. A philips remote service engineer (fse) inspected the system remotely and found temporary injectors are not ready. The injector coupling was unintentionally turned on, on the touch screen module. However, same issue was not reported again. System was in good working condition. The codes were updated based on the investigation outcome.